Event description:
Provider states that the end user was going down his ramp and the chair would not stop and the end user went off of the side of the ramp. Provider states that when the chair went off the ramp the customer fell and broke his leg. Provider states the end user was in rehab for his broken leg.